Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the trial procedure following testing for loss of resistance. The patient had a cerebrospinal fluid leakage (csf). The procedure was aborted and blood patch was performed. The patient was doing well postoperatively, and the explanted device components will not be returned.